Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l95240, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedance measurements were taken at 1.5v, with a pulse width of 450 and a rate of 30. The results showed that the 0-6 pair was >4000 and the 0-7 and 6-7 had ¿???¿ displayed when trying to read them. The patient had stated that he was in his parked car and was hit two years ago and he then felt jolting with any slight movement so he turned the therapy off. The remote was lost one year ago and the stimulation remained off. The impedance measurements were rerun at 3.5v. The 0-6 pair was >4000 and the 0-3, 0-4, 3-4 pairs displayed ¿???¿ when read. It was noted that the patient could not feel stimulation on 1-2, 1-4, 1-5 and 5-6. When the voltage was increased to 7v the patient felt uncomfortable sensation in his left hip down his left leg and it made him jump with slight movement. The battery voltage was read as 2.56 before and after reprogramming. Additional information received from the healthcare professional reported that no further diagnostics were performed at the time of the accident. Actions taken to resolve the jolting included the representative reprogramming with minimal response from the unit despite the age of the implant. The jolting sensation had not been resolved and the patient planned to have a revision. The impedance checked showed some high impedance. The stimulation was originally implanted for left low back, hip and leg and the patient had some stimulation on the right side. The indication for use was other chronic/intractable pain of the trunk/limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.